Manufacturer narrative:
The entire box of capsules returned to 3m (B)(4) were found to be removed from their protective foil wrappers. There were two returned that the doctor had attempted to use, but the tip separated from the capsule body. The removal from the protective foil wrappers is a handling error, because the capsules storage is described in the instructions for use.

Event description:
A dental office returned two capsules of 3m (B)(4) retraction capsule in which the tips had broken off during use in the patient's mouth. No adverse health effects have occurred as a result of these events and this report is being made because of the potential for aspiration of the small part. The capsules were stored outside of their protective packaging, which contributed to the noted breakage.